Manufacturer narrative:
Findings: unit received with no vibration due to broken vibrator black wire. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had a vibrate anomaly. Customer's blood glucose at time of incident was unknown. The customer stated that the pump did not vibrate during the vibrate test. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.